Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was explanted due to lens malfunction. Additional information was requested.